Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for investigation, and the reported event was confirmed. The device was damaged and did not meet specifications. It was found that part of the biopsy valve was broken, and a broken piece of the biopsy valve fell off. It was also confirmed that the broken piece had been retrieved. The shape of the broken piece matches the damaged part of the biopsy valve, so it was believed that the fallen rubber piece is part of the biopsy valve. The returned device was damaged, so a representative device was used to perform a functional testing. As a result, investigation found the following: even when the syringe was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the syringe was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was caused by component failure of the biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the syringe was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a diagnostic bronchoscopy examination was performed using the bronchoscope with the biopsy valve attached. While the bronchoscope was advanced deeper into the bronchus, a syringe filled with xylocaine solution was sprayed into the bronchial tree via a biopsy valve, and the bronchoscope was advanced while the patient was anesthetized. During the process, part of the biopsy valve was damaged and fell off into the bronchus. The fallen part was retrieved using biopsy forceps. The procedure was prolonged by less than 30 minutes and was completed with the same device. There were no reports of further patient harm. Upon further follow up by olympus, additional information was received from the customer indicating that the biopsy valve and bronchoscope were checked prior to use. There were no particular abnormalities observed during or after connection with the relevant biopsy valve. The customer further confirmed that there was no malfunction of the bronchoscope.